Event description:
The customer obtained multiple, lower than expected, vitros myoglobin quality control results using a vitros 5600 integrated system. The following results were obtained: vitros myoglobin results: qc fluid level 1 = 36.4, 36.8, 38.2, 54.6, 55.4 vs. An expected result = 65.6 ng/ml; qc fluid level 2 = 82.2, 88.4, 83.9 vs. An expected result = 149.2 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to recur undetected on patient samples. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple; lower than expected, vitros myoglobin quality control results were obtained using a vitros 5600 integrated system. The customer replaced the reagent metering proboscis to return the system to expected performance. The investigation determined that the most likely assignable cause is instrument related.